Event description:
It was reported that during the scheduled vena cava filter retrieval approximately four months after implantation, the filter was noted to be endothelialized in the ivc wall. During the filter retrieval, a filter arm became detached. The filter and detached arm were successfully retrieved without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The investigation is currently underway.